Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported by the abdomen surgery in 2001, with a bard kugel hernia patch. In 2007 I had to have another to repair the surgery in 2001. Following the surgery the doctor informed the patient that he had to cut two separate sections of the patient's small intestines, 6 inches each because the kugel patch moved and wrapped around the small intestines and was infected. During this procedure three new hernias were also repaired.